Event description:
Customer reportedly obtained results of 171 mg/dl, 426 mg/dl, and 127 mg/dl on the aviva system within 10 minutes. No action take on device results. No adverse event reported. Requested return of suspect system and replacement was sent.